Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The custom reported via phone call that the insulin pump went into threshold suspend after he calibrated. The insulin pump then alarmed calibration error. He attempted to calibrate again but the numbers kept jumping over 200. Customer's sensor glucose reading was 220 mg/dl but his blood glucose level was 103 mg/dl. His sensor and blood glucose difference was not within an acceptable range. His site was a little sensitive. The device was not returned.